Event description:
It was reported that during rounds the device screen was found broken. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the lcd has a big black spot. The complaint was confirmed. The internal glass has cracked. There was liquid crystal leakage. Root cause of the damage could not be established. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.